Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that a pump self rebooted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/31/2013 with the following findings: no evidence of a power on reset was observed in the black box. No damage was observed to the returned battery cap. The battery compartment had a small crack near the case seal. The returned battery caps measurements were within specified range. The returned battery cap fully attached to the pump without the yellow o ring showing. No intermittent power issues were duplicated with the returned battery cap or pump. A 1.0 unit per hour basal program was executed in the pump for a 24 hour duration period using the returned battery cap. No power interruptions were duplicated during this time. To further investigate, the pump cover was removed and no evidence of internal moisture or damage to the power circuit or battery flex was found. Unrelated to the power issue, a pinkish contrast was observed on the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).